Manufacturer narrative:
The actual sample was received for evaluation. During visual inspection the tubing was observed separated from the one piece male luer lock. The reported problem was verified. The cause of the condition was due to lack of solvent being applied during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the tubing of a non-dehp mirco-volume extension set was observed to have separated from the one piece male luer lock. Additionally, there was a lack of solvent found on the tubing. There was no patient involvement. No additional information is available.